Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to from the information obtained, we presumed that reprocessing steps recommended in the instructions for use (IFU) were not correctly conducted. The event can be prevented by following the IFU which state: - IFU (reprocessing manual) states possibility that insufficient cleaning, disinfection or sterilization of device may pose an infection-control risk to the patients and operators who perform the following procedures using device. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings , evaluation found the complaint was confirmed and the forceps raising angle did not meet the standard value due to a cut on the forceps elevator wire. In addition, evaluation found the bending section cover adhesive was detached, the image guide protector was damaged, the scope cover was dented, the bending angle in the up/down and right/left direction did not meet standard value and the play of the up/down and right/left knob was out of specification. Due to wear of the angle wire, the scope cover was shaved, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the elevator of the evis exera ii duodenovideoscope was not working. The issue was found during reprocessing. An olympus representative inspected the scope and found the elevator wire was cut off. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the forceps elevator had foreign material. The report is being submitted due to foreign material on the forceps elevator found during evaluation.